Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.